Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) and upgraded the software to resolve the 307 errors. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, repeated faults occurred on the left master tool manipulator (mtm). The technical support engineer (tse) viewed the logs and confirmed faults on the left mtm. The customer rebooted the system several times with no change. The tse instructed the site to perform a hard reboot, but the issue did not resolve. The tse assisted the site with using the instrument release kit to manually remove two instruments that were grasping tissue at the time. The site did not have another robot available. The caller did not know how the surgeon would proceed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the customer contacted the csr prior to calling tse for troubleshooting assistance. The csr recommended a power cycle to clear the faults, and referred the customer to tse for more support. The site informed the csr that the procedure was continued robotically using a da vinci xi system in a different operating room. The procedure was converted from da vinci 5 to da vinci xi.

Manufacturer narrative:
The left master tool manipulator (mtml) was returned for failure analysis and the reported mtml faults were confirmed and replicated during in-house testing. In the field error logs, the following error codes are observed: 32097 (system_err_local_frl_maxis_fault), 32126 (system_err_local_whl_hw_fault), 32133 (system_err_local_frl_ssync_unlock_fault), 25732 (error_uce_armnet_maxm_seq1), 25730 (error_uce_armnet_maxm_late), 32125 (system_err_local_frl_com_wdog_fault), 307 (system_err_node_not_present), confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. After installing on a surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed for home manipulation with error codes: 32097, 25730, 32126, 32133, 32125, replicating the customer reported complaint. However, after further testing by engineering, the 32097 errors were no longer replicating. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to communication issues with the manipulator controller master forearm (mcmf), manipulator controller master platform (mcmp), slipring, and slipring constraint in the mtm. This issue may be resolved by fse service to replace the mtm.

Event description:
Refer to h11 for follow-up information.